Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported that upon repositioning the patient, the impella cp was inadvertently pulled out of the left ventricle and into the aorta. The staff stated that they heard a loud pop and noted that the t lock was no longer attached to the repositioning sheath. The pump was explanted in response to the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement related since the pump pulled out of the left ventricle (lv) while pulling the patient up in bed.